Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the surgeon was unable to open jaws of the reload. It was also noted that there was a problem unloading the device. Another handle and reload were used to complete the case. There was no patient injury.